Manufacturer narrative:
Please see for the additional information received providing the lot number 312928x..

Manufacturer narrative:
Submit date: 04/27/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports they found the catheter dressing was blood stained and after cleaning, they found the hub was cut. There was no patient harm and no blood loss. The original catheter implant date was (B)(6) 2015. It has been pulled and replaced on (B)(6) 2016.

Manufacturer narrative:
On 7/19/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One photo was provided by the customer. Visual evaluation of this photo was performed; in it picture showed a catheter inside the plastic bag. The sample showed signs of use (remains of blood). Additionally, was observed a wrapper on the one part of the hub. According to reported issue the catheter did not show any defects. An ishikawa diagram was used to determine the potential causes for this event. Based on dfmea and pfmea or in addition to this document, this is a potential failure mode if the following possible causes are present. Based on the fishbone diagram, the possible causes were identified. Based on the information, the device functioned as intended for an undetermined amount of time and this defect was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. Despite the defect was not confirmed the most probable root cause could be considered as customer perception (blood residues were confused with leaking). No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The report initially indicated the catheter was replaced (B)(6). The correct date of the catheter replacement was on (B)(6) 2016.

Manufacturer narrative:
Submit date: 9/30/2016. Correction added to include sample analysis: one palindrome catheter was received for analysis and investigation. The sample consisted of one palindrome catheter that presented signs of use (remains of blood). A visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Functional testing was required. The returned sample was submitted to underwater testing at which time bubbles were detected coming out from below the hub, from both lumens which correspond to the extensions (arterial and venous). The reported condition has been confirmed. Based on the information, the device functioned as intended for the reported amount of time and this issue was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. The most probable root cause could be considered as unintentional customer misuse such as excessive force, sharp objects, inappropriate use of cleaning agents. The complaint has not been confirmed as manufacturing related issues. Bifurcate leaking was found lower than the expected per product specification and no additional triggers were observed; therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.